Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked adriamycin from the end of the IV connector. This occurred when the nurse was giving chemo drug IV push. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2023-06172. All information can be found under manufacturer report number 1416980-2023-06172. Should additional relevant information become available, a supplemental report will be submitted.